Manufacturer narrative:
Date of event: the exact date of event is unknown, not provided but the best estimate date is (B)(6) 2021 (the patient referred in on (B)(6) 2021 with new onset blurry vision that started 1 month ago). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that their patient was referred on (B)(6) 2021 with new onset blurry vision that started approximately 1 month ago. Patient was diagnosed with a dislocated lens bag complex sitting on the retina inferiorly with soemmering's ring material as well. Iol exchange was performed on (B)(6) 2021 with a pars plana vitrectomy, and goniotomy in patient's left eye (os). Patient's lens was replaced with a non-johnson & johnson lens, 11.0 diopter. There was no incision enlargement required. Patient's outcome was good and no injury was reported. It was indicated that the lens was discarded. No further information was provided.

Manufacturer narrative:
Additional info: further information was provided and reported the patient's race and weight. The following sections have been updated accordingly: section a4: patient weight: 141 pounds. Section a5: race: white. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.